Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. The hospital disposed of the device since the patient was infected with (B)(6) virus.

Event description:
The patient was undergoing a coil embolization procedure in the right internal iliac artery using penumbra coils 400 (pc400s). During the procedure, the physician successfully deployed and detached three pc400s in the target vessel using a px slim delivery microcatheter (px slim). Upon attempting to advance the 4th pc400, the physician noticed that the pc400 became stuck and unable to advance past the tip of the px slim; therefore the pc400 was removed and re-sheathed. The physician then flushed the px slim and attempted to advance the same pc400 through the px slim; however, resistance was experienced and the pc400 became stuck and unable to advance. The physician therefore removed the pc400 and continued the procedure using the same px slim and a new pc400. It was reported that the physician flushed after each coil, and did not use a rotating hemostasis valve. There was no report of an adverse effect to the patient.